Manufacturer narrative:
Unit passed self-test, off no power test, and unexpected restart error test. Unable to perform displacement test, basic occlusion test, and occlusion test due to completely broken off reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit was unable to prime during prime/compromised force sensor system test due to moisture damage on the force sensor resistor. Unable to perform the excessive no delivery test due to prime/fill anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, stained end cap sticker, and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment had a cracked and loose lip. Customer's blood glucose level was over 400 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.